Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a coronary diagnostic procedure and the procedure was complete as planned. The philips field service engineer (fse) inspected the system on site and confirmed that the problem with wired foot pedal. Troubleshooting actions showed that the wired footswitch was worn out and was failing in the fluoroswitch command. The philips engineer has replaced the wired footswitch. After replacement of wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was some problem with wired foot pedal. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed the problem. Troubleshooting actions showed a problem with the wired footswitch. The fse replaced the wired footswitch and returned the system to use in good working order.